Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device needle was left in the arm. The customer had contact with a healthcare provider who performed surgery to remove the needle from the customer's arm. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Applicator and sensor (B)(6) has been returned and investigated. Customer stated sensor has no metal needle but only a plastic filament when he assemble the sensor. Visual inspection has been performed on the returned applicator; no issues were observed. The applicator has not been fired and sheath was locked. Sensor was seated in unfired applicator with sharp and sensor plug was properly transferred into the sensor patch. The user complaint was not observed as sharp was observed in unfired applicator. Therefore, issue is not confirmed. If the partial product is returned, a physical investigation will be performed and a follow up report will be submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device needle was left in the arm. The customer had contact with a healthcare provider who performed surgery to remove the needle from the customer's arm. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Applicator and sensor (B)(6) has been returned and investigated. Customer stated sensor has no metal needle but only a plastic filament when he assemble the sensor. Visual inspection has been performed on the returned applicator; no issues were observed. The applicator has not been fired and sheath was locked. Sensor was seated in unfired applicator with sharp and sensor plug was properly transferred into the sensor patch. The user complaint was not observed as sharp was observed in unfired applicator. Therefore, issue is not confirmed. If the partial product is returned, a physical investigation will be performed and a follow up report will be submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device needle was left in the arm. The customer had contact with a healthcare provider who performed surgery to remove the needle from the customer's arm. No further information was provided. There was no report of death or permanent injury associated with this event.